Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt). The patient felt their heart race and then suddenly drop. The pmt algorithm was turned off and a holter monitor was placed. The holter data still showed dropped beats. Technical services (ts) reviewed holter data and found there was atrial undersensing in the post-ventricular atrial refractory period (pvarp). Ts suspected that atrial flutter response (afr) was not allowing atrial pacing. Ts recommended turning afr off. Ts also found that this pacemaker exhibited ventricular undersensing. Ts recommended increasing the rv sensitivity. The patient was seen in clinic and a magnet was applied to force asynchronous pacing. Ts confirmed the device's magnet response and programming was appropriate, and recommended increasing the rv sensitivity. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt). The patient felt their heart race and then suddenly drop. The pmt algorithm was turned off and a holter monitor was placed. The holter data still showed dropped beats. Technical services (ts) reviewed holter data and found there was atrial undersensing in the post-ventricular atrial refractory period (pvarp). Ts suspected that atrial flutter response (afr) was not allowing atrial pacing. Ts recommended turning afr off. Ts also found that this pacemaker exhibited ventricular undersensing. Ts recommended increasing the rv sensitivity. The patient was seen in clinic and a magnet was applied to force asynchronous pacing. Ts confirmed the device's magnet response and programming was appropriate, and recommended increasing the rv sensitivity. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt). The patient felt their heart race and then suddenly drop. The pmt algorithm was turned off and a holter monitor was placed. The holter data still showed dropped beats. Technical services (ts) reviewed holter data and found there was atrial undersensing in the post-ventricular atrial refractory period (pvarp). Ts suspected that atrial flutter response (afr) was not allowing atrial pacing. Ts recommended turning afr off. Ts also found that this pacemaker exhibited ventricular undersensing. Ts recommended increasing the rv sensitivity. The patient was seen in clinic and a magnet was applied to force asynchronous pacing. Ts confirmed the device's magnet response and programming was appropriate, and recommended increasing the rv sensitivity. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.